Manufacturer narrative:
Product analysis: the instrument was returned and a evaluation found that the reamer was broken at the welded assembly of the two tube pieces at the reamer tip. No pre-existing defects have been identified at the level of the breakages. The breakages are consistent with an overloading of the instrument.

Event description:
Levels implanted: l4/5, l5/s1 it was reported that patient underwent a two level transforaminal lumbar interbody fusion due to degenerative lumbar pathology. During surgery, the rotating head of the product snapped off during the insertion into the disc space. The product came in the contact with the patient. No patient's complications were reported. The product broke and no fragment were remaining in the patient.